Manufacturer narrative:
Additional information: the visi pro expandable stent system was used to treat a lesion in the left proximal common iliac artery presenting 90% stenosis. Resistance was encountered when advancing the device. Excessive force was not used. There was no difficulties felt during upon device removal from the patient. No intervention was required. No vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the visi-pro was returned inside a protective hoop. No ancillary devices were included. The visi-pro catheter was removed from the protective hoop and inspected. The stent remained loaded over the balloon with no indication the stent was expanded previously. The stent distal end of the stent was observed at approximately 1cm from the tip. The length of the stent was approximately 5.7 cm. It was observed two of the tantalum markers were folded over in a distal direction. No other damages or anomalies were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a visi pro balloon expandable stent system with a non-medtronic 6fr sheath and 0.035 non-medtronic guidewire during treatment of a 50mm calcified lesion in the patient¿s left common iliac artery. Moderate vessel calcification and tortuosity are reported. Vessel diameter reported as 7mm. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. Pre-dilation was performed using an evercross pta balloon. The device was not passed through a previously deployed stent. It is reported that stent dislodgement occurred during positioning and it was observed the edge of the stent proximally was flared up. It is reported that 57mm of the stent deployed during delivery to the lesion. The dislodged stent was removed on its own balloon catheter and replaced to complete the procedure. No patient injury reported.